Event description:
It was reported that an insulation breach was observed on the left ventricular (lv) lead during implant. The insulation breach was thought to potentially have been created by a slitter but its origin was not confirmed. The lv lead was exchanged during the procedure. The patient was stable.